Manufacturer narrative:
The dxc IFU safety notice states: "the no foam container is pressurized during system operation and must be properly depressurized prior to servicing." Per the reagent replacement instructions, "vent the no foam container by disconnecting the quick connector at side of container". It is unknown if the operator vented the bottle prior to opening. No other information is available for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the operator was splashed on the face with no foam reagent while replacing the reagent on the unicel dxc 600 synchron clinical systems. The operator was not wearing appropriate ppe (goggles) or face protection. There was no contact with mucous membranes. The operator just washed her face.